Event description:
Related manufacturer reference number: 2017865-2023-00240. Related manufacturer reference number: 2017865-2023-00242. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a high capture threshold and a pacing impedance anomaly. The right ventricular lead was capped on (B)(6)2022 . The replacement right ventricular lead exhibited high capture thresholds and the helix failed to retract when repositioning the lead. The second replacement right ventricular lead became stuck in the sheath during implant. The third replacement right ventricular lead was successfully implanted. The patient was in stable condition.